Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-may-2024, it was reported that patient faced infusion set cannula kinked event. The event occured within 3 hours of insertion. The insertion site was at the abdomen. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.